Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, upper out of range pacing lead impedance measurement was observed. The pacing lead impedance trend was stable in the last several days. No intervention was recommended or made. The patient will return for a follow-up in six months. No adverse consequences were reported.